Manufacturer narrative:
This initial emdr is being submitted to FDA for outside us like products reporting. Manufacturer's codes for: type of investigation, findings, and conclusion are pending device return, and completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
Iol got stuck in the nozzle during insertion. Patient impact: no impact. The event occurred in (B)(6). There was no impact to patient, however, it was reported to local authority by the hospital.

Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for outside us like products reporting. The report includes additional information not available/included in the initial report. The product was returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. The iol was found inside the nozzle. The optic was partially protruded from the crack of the nozzle. The optic was broken into two pieces and the optic near the root of both haptics were broken. The leading haptic was broken at the middle, and the piece was not returned. The trailing haptic was bent at the root. The nozzle was split from the slit. Trace of lubricant was found inside the injector. The dye test result showed the injector tip was properly coated. Proper coating is necessary for the iol to advance in the injector. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(6) ; model: pc-60r). As there were no abnormalities found in the inspection and production records, and the dye test showed proper coating of the injector, it was not possible to determine the exact root cause. We assume this event was not caused by our product quality. Risk analysis was conducted on the product line and failure code is noted below. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Iol got stuck in the nozzle during insertion. Patient impact: no impact. The event occurred in china. There was no impact to patient, however it was reported to local authority by the hospital.